Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with the dianeal ultrabag was withdrawn. During a call with the baxter customer service, the following information was provided. On an unknown date in (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889493 and gd891093 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.